Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, that the device failed the audio test. The customer¿s blood glucose during the incident was 243 mg/dl. No further troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. The audio tone volume settings functioning properly. Insulin pump received with serial number label fading.